Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure, the patient sustained a corneal burn. The surgeon indicated the cause of the corneal burn was due to the patient's unexpected movement on the table forcing the surgeon to withdraw the handpiece. A questionnaire has been sent to the surgeon. Additional information has been requested but, none has been received to date.